Event description:
Follow-up was conducted and from the information that was obtained it was reported that the patient was seen (B)(6), 2013 and the clinic did do a device check that day. The clinic did make a program change to the device's rate for the patient but everything was determined to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to report that prior to their device their pulse rate used to be around 60 bpm (beats per minute) and now has increased to 80 something bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).